Event description:
Device 3 of 3. Ref MFR report#: 1627487-2011-05050, 1627487-2011-05051. The pt received his scs system on (B)(6) 2009 with two percutaneous leads (from different lots). It was reported that the pt's system was explanted due to inadequate pain relief. The doctor gave the explanted product to the pt. No product will be returning.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.